Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: https://doi.org/10.1016/j.ijscr.2022.107458.

Event description:
Title: generalized peritonitis secondary to spontaneous rupture of the urinary bladder in a diabetic patient: a case report. The purpose of this study was to present a case of a spontaneous rupture of the urinary bladder (srub) in a 70 year old diabetic female patient presenting with acute generalized peritonitis. 2/0 vicryl suture (ethicon) was performed to repair the bladder wall rupture. Reported complications are mild to moderate trabeculation, scar and ulceration. In conclusion, spontaneous rupture of the urinary bladder (srub) in patients with poorly controlled diabetes and emphysematous cystitis(ec) is highlighted in this case study. Urinary bladder rupture secondary to ec should be considered when a diabetic patient with a history of urinary symptoms presents with an acute onset of abdominal pain suggestive of peritonitis. Uneventful recovery from srub is dependent on early diagnosis and treatment.